Event description:
In 2007 I had the essure procedure done on me. After a while my periods have gotten worse by the minute. I got blood clots the size of golf balls, low iron levels, weakness, nausea, cramping bad, and dizziness.